Event description:
It was reported that during a generator change out procedure for suspected premature battery depletion, the patient underwent a defibrillation threshold (dft) test after being connected to the new subcutaneous implantable cardioverter defibrillator (s-ICD) device. Post shock impedance measurement yielded a high out of range measurement, measuring greater than 125 ohms. Subsequently, the pocket was revised and the shock impedance was rechecked, still yielding an out of range measurement. X-ray images were taken and no significate changes were noted. Technical services (ts) was consulted and provided troubleshooting options. The lead remains in-service at this time. No additional adverse patient effects were reported.